Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 240 units. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose ranged from 386-390 mg/dl. Reportedly, the supplies were changed to address the event.